Event description:
It was reported that the left ventricular (lv) lead was unable to capture in all four vectors. The lead was turned off and a lead re placement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 lead, implanted: (B)(6) 2001. (B)(4).